Event description:
Customer reported a cracked case and a damaged drive support cap. Customer also stated that the crack is visible near the display. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.